Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For fecal incontinence and urinary/bowel dysfunction. It was reported, that they feel the implanted device moving, when changing positions every time they go to bed or sit in a chair and get up. And it seems, like it was digging in. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, from a healthcare professional(hcp). The hcp reported, that the cause of feeling the implanted device moving, when changing positions every time and seems like digging in was not determined. The mostly likely, cause or contributed to this issue was, that the patient was putting weight of whole body on hard surface on device. The steps taken to resolve the issue was to take x-ray to check position. The issue had not yet been resolved. Additional information was received, from a healthcare professional(hcp). The hcp reported, that the x-ray was done on (B)(6) 2024, which was a normal follow up visit on (B)(6) 2024. The hcp reported, no signs of infection and no impedance issues. The hcp stated, that the patient had a follow up appointment on (B)(6) 2024. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.